Event description:
Resident was found with right hand next to elevating wheelchair leg rest mechanism. Left hand was on elevating leg rest handle; tip of right middle finger (just below nail bed) was on the floor.